Event description:
It was reported that the customer's sensor was missing a cannula. The sensor would not link as well. Customer's blood glucose level at the time 119mg/dl. Advised sensor would be replaced. No significant event leading up to the event were mentioned.

Manufacturer narrative:
One opened/used enlite sensor was inspected and it was noted the sensor cannula was broken, missing broken part, and insertion needle was also missing. Due to customer returning sensor opened/used it is unknown if the customer received it in said conditions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.